Event description:
Procedure type: lap chole. According to the reporter: during the procedure, the seal of one of the 5mm cannula torn and fell into the cavity. The piece was retrieved without injury to the pt. The or time was not extended over 30 minutes. The size of the incision was not extended either. There was no additional bleeding. No pt injury was reported. Pt is fine.

Manufacturer narrative:
(B) (4). (B) (4).